Event description:
Boston scientific received information that this implantable lead displayed pacing impedances of approximately 2000 ohms and high pacing thresholds. The patient had been diagnosed with twiddler's syndrome. The patient was seen for a revision procedure where the lead was explanted and replaced. At the time of the explant procedure, it was reported that the helix was difficult to retract. The lead has been returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The lead body was twisted along its whole length. Blood/body fluid was noted in the distal hv lumen. The distal end of the proximal spring and the proximal end of the distal spring was separated from the lead body insulation. The helix was retracted but stretched so that it looked extended despite actually being retracted. This was likely due to the lead being twiddled. Tissue was noted entwined in the helix and blood/body fluid was noted in the helix housing. Further testing showed the lead to be electrically continuous.

Manufacturer narrative:
(B)(4). The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.